Manufacturer narrative:
It was reported that the generator caused the anesthesia cart to stop working. The manufacturer is awaiting return of the unit for evaluation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the system is causing electrical interference with other operating room equipment when activated.